Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a scratched tube extension. The instrument exhibits scratch marks on the brown laser marked section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratch marks measured roughly 2.87 mm x 0.60 mm. There may be missing pieces, but the size of the missing pieces cannot be confirmed. The complaint was confirmed by failure analysis. Scratches or abrasions to the instrument tube extension are deemed cosmetic damage. The probable root cause is attributed to damage during use, which may result from inadvertent collisions with other instruments or an accidental drop of the instrument. Excessive contact with abrasive or hard surfaces during transport, reprocessing, or tip cover/installation/removal can also cause scratch marks. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) was showing wear on the shaft. The procedure was completed with no reported injury.